Event description:
During an electrophysiology study, ventricular tachycardia was induced. Upon trying to cardiovert with lifepack 8 and using cassette for hands-off cardioversion, the unit malfunctioned several times. Hands-on cardioversion was possible and the arrhythmia was eventually successfully cardioverted.